Event description:
Customer states since the beginning of december, there have been 8 separate out-patients (from different op centers) that have shown an erroneous increase in ca++ results with no other results affected. This has been confirmed by repeat testing where the ca++ repeated as normal. Instrument error has been ruled out. Op centers have been re-educated on order of draw.

Manufacturer narrative:
(B)(4). No samples were received for evaluation. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.